Event description:
User allegedly was receiving high readings on a new meter. User is storing strips in the kitchen. User also wanted a replacement for a meter that went out on her. User had "purchased a new meter because she couldn't wait."